Event description:
Taiwan. Allegedly, a patient who underwent an augmentation mammoplasty in (B)(6) 2021 was diagnosed with a baker grade iii capsular contracture in her right breast, found in an MRI scan. A revision surgery was performed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: capsular contracture baker grade iii.